Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: it was reported that thrombus was seen in a zta (unknown lot and rpn) (complaint device) on 1-month-follow-up visit imaging (53 days post procedure) and 12-month follow up visit imaging (373 days post procedure). The device was implanted in a 49-year-old female patient, who was emergently treated for a hyperacute symptomatic aortic dissection type b. Pre-procedure imaging showed that the primary tear was in zone 2 with dissection from zone 3 (first 2cm distal to lsa (left subclavian artery)) to zone 10. The distal neck had partial thrombus. Anticoagulants were given during procedure and anti-platelets (other than aspirin), anticoagulants and aspirin were given at time of discharge. The patient was not on anticoagulants prior to procedure. At 1-month follow up and 12-month follow up, the patient was on anti-platelets (other than aspirin). No harm, related to thrombus in stent graft, was reported. Furthermore, procedure angiography showed patent false lumen of the thoracic aorta and partially thrombosed abdominal false lumen with unknown flow from primary tear. 1-month follow up visit imaging and 12-month follow up visit imaging showed partially thrombosed false lumen in the thoracic and abdominal aorta with unknown flow from primary tear (current complaint). The in-graft thrombus handled in related complaint. Since the unknown flow into the thoracic and abdominal false lumen reported from the primary tear in zone 2, it is assumed that the entry flow type is a type ia - proximal. No imaging was provided for the investigation, and based on the provided information it has not been possible to determine the exact cause of the type 1a proximal entry flow into the false lumen. It is possible that the use of the zta stent graft for treatment of dissection could have contributed to the reported event, as the zta is indicated for treatment of aneurysms or ulcers of the descending thoracic aorta. According to the IFU (instruction for use), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient with dissections. Consequently, the use of the complaint device is outside of the intended use. Cook will reopen this complaint if additional information or imaging is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k) p140016 h6) f28 - appropriate term/code not available for physiotherapy. Investigation is still in progress : this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: partially thrombosed abdominal false lumen, primary tear source of flow, unknown entry flow type, reported on procedure imaging. Still present at 12-month follow-up visit. On an as yet unknown date in 2022, the patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of zta device. Procedure imaging noted thoracic false lumen not present, and abdominal false lumen partially thrombosed, primary tear source of flow, unknown entry flow type. The patient experienced hypertension on (B)(6) 2022 which was treated with antihypertensive medication and noted as not related to the study device or procedure. The 1-month follow-up imaging, completed on (B)(6) 2022, revealed a thrombus in the study device and partially thrombosed thoracic and abdominal false lumens, (B)(4) manufacturer report# 3002808486-2024-00166) primary tear source of flow, unknown entry flow type for both. The 6-month follow-up visit did not include imaging. The 12-month follow-up visit imaging, completed on (B)(6) 2023, is noted to have been non-contrast. The results entered show the same thrombus and false lumen information as the 1-month visit. On (B)(6) 2023, the patient experienced chest pains and cramping of legs during activity which was treated with physiotherapy and medication. It is noted as ongoing and ¿retrospective event, unable to determine¿ relatedness to study device, procedure, and treated aortic disease.